Event description:
It was reported that a malfunction alarm occurred when the customer took the pump in water for five minutes, which resulted in the pump not turning on after a reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was provided with pump reset information and resolved to use multiple daily injections as backup therapy. Technical support arranged for a replacement pump and instructed the customer to return the malfunctioning pump using a pre-paid label within 10 days.